Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 38 mm stent delivery system was returned for analysis broken into 2 sections. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result this is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break at 560 mm distal from the distal end of the strain relief. Multiple kinks were also noted along several locations of the hypotube shaft. A visual and tactile examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 2.50x38mm synergy stent was advanced to treat the lesion. However, when the device was being advanced through the guide, the proximal portion of the delivery catheter was disconnected from balloon. The device was then completely removed together with the guide. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 2.50x38mm synergy stent was advanced to treat the lesion. However, when the device was being advanced through the guide, the proximal portion of the delivery catheter was disconnected from balloon. The device was then completely removed together with the guide. There were no patient complications reported.